Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use. During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device was recalibrated to address the issues.